Event description:
Customer called to report a clear fluid leak of approximately 40 milliliters from the coulter lh750 hematology analyzer, which leaked onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but did not observe any leaks. As a preventative measure, the fse replaced all of the duro tubing in the sample access module. The service activity performed was verified to meet the specified requirements per established procedures. Customer has not called back to report any further issues relating to this event. (B)(4).